Event description:
Filter was implanted via the right jugular; the diameter of the vena cava was within the normal range of 20-28 mm. Access at the jugular implant site was challenging due to the thickness of the skin at the puncture site. The filter when deployed, failed to open, moved upward to the pulmonary arterial vasculature. It was subsequently snared and removed.